Event description:
It was reported that an unspecified quantity of novum iq large volume pumps had difficulty with manual programming. The pumps had long startup times, multiple programming steps which delay care particularly in emergencies, had difficult navigation, unclear occlusion troubleshooting, and inconsistent flow rate limits which caused confusion. This occurred during multiple steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.